Manufacturer narrative:
(B)(4). Batch # p55t0r. The following information was requested, but unavailable: can you please clarify how the gst60b reload was damaged? Was the cartridge pan dislodged? Or was there another issue with the cartridge? Please provide further detail. The analysis results showed that one gst60b cartridge reload was returned with 9 drivers missing and 1 driver out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, while trying to insert the reload into the device it wouldn't click into the stapler. After observing the reload we noticed the reload was damaged. Another like reload was opened and inserted properly to complete the procedure. There were no adverse consequences for the patient.